Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Beginning (B)(6) 2015, rv threshold is consistently greater than 2.5v. Concomitant medical products: 5076 lead, implanted (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with syncope. The right ventricular (rv) lead was exhibiting high thresholds and loss of capture. In addition, the implantable pulse generator (ipg) exhibited unexpected longevity. The lead was taken out of service and replaced and the ipg was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: explant date initially reported as (B)(6) 2016; however, the date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with syncope. The right ventricular (rv) lead was exhibiting high thresholds and loss of capture. In addition, the implantable pulse generator (ipg) exhibited unexpected longevity. The ipg and rv lead were inactivated and new product was implanted on the patient¿s opposite side. No further patient complications have been reported as a result of this event. Additional information was later received indicating the ipg and rv lead were removed.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.